Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 869746) inserted for female sterilization. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for confirmation test". The patient's medical history included appendectomy. Previously administered products included for an unreported indication: mirena. Concurrent conditions included pap smear abnormal and congenital hematological disorder. Concomitant products included ibuprofen and minerals nos;vitamins nos (prenatal vitamins). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic,bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain had resolved. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2010 now it is reported (B)(6) 2011 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-dec-2019: pfs&mr received. Lot number was added. Insertion date was updated. Event injury to herself updated new event pelvic pain. Event plaintiff did not underwent for confirmation test was added. Updated outcome of event pelvic pain to recovered / resolved. Concomitant condition, concomitant drug, historical drug,reporter,patient demographics was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 869746) inserted for female sterilization. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for confirmation test". The patient's medical history included appendectomy. Previously administered products included for an unreported indication: mirena. Concurrent conditions included pap smear abnormal and congenital hematological disorder. Concomitant products included ibuprofen and minerals nos;vitamins nos (prenatal vitamins). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic,bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain had resolved. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2010 now it is reported (B)(6) 2011. Lot number: 869746 manufacturing date:2011/05 expiration date:2014/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.